Event description:
A customer had a problem with the o-z dialysis catheter. From 2005 to the 6th day the patient was hospitalized because of a peritonitis and fluid leakage at the catheter exit site. In about two weeks later, the patient was re-hospitalized because of a severe peritonitis. In about 2 weeks later the catheter was removed and tubing defect of the catheter was noticed. During the procedure on that day, a new catheter was implanted and the patient started peritoneal dialysis again in a week later.